Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 466 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection for high blood glucose. Customer stated insulin did exit. Customer did not alleged the insulin pump for under delivery. The device will be not returned for analysis.